Manufacturer narrative:
Date of report: 05may2021. The device was in clinical use; no patient or user harm was reported.

Event description:
The customer reported that noise (echo) from the inside of the unit was heard. The device was in clinical use; no patient or user harm was reported.

Manufacturer narrative:
Upon further review, the reported noisy blower present no potential risk of patient harm or injury. Therefore this complaint no longer meets reportability requirements.